Manufacturer narrative:
Part number# 137-90 is not distributed in the us; however; is a device of essentially identical design distributed in the united states. Applicable 510k# for us distributed part is k841872. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the cuff herniated during patient use. The end clinician elected to extubate and reintubated with a replacement tube.